Event description:
It was reported that after implant the patient lost functionality/mobility and spent two months in the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: unknown, lead model 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: unknown, accessory model 37752, serial# (B)(4).